Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil had prematurely detached/separated via physical break at the detachment zone. In addition, the main coil was found stretched and the suture was broken (not melted). Also, the proximal contact and delivery wire were observed to be kinked likely due to handling in the procedure. A functional evaluation could not be performed due to the condition of the returned device. Information available indicated that the coil stretched during manipulation. It is probable that the main coil stretched leading to the detachment at the detachment zone and additional damages to the main coil limiting its performance. Based on the information available and analysis of the device an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil had detached/separated from the delivery wire at the detachment zone. There were no reported clinical consequences to the patient.